Event description:
The complainant reported that a patient on impella 5.5 support kept getting runs of arrythmia. The patient had tachyarrhythmia. The impella was repositioned to 31 centimeters. The nurse stated that the impella was hitting the anterior wall. Inotropes and vasopressors support was increased. The next day, the patient continued with ectopy and atrial fibrillation. An echocardiogram was done to check placement and distance was 4.7 centimeter. The patient continued to have tachyarrhythmia and an amiodarone bolus was given. The patient remained stable and the procedural outcome was successful and the patient was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. The device was returned for evaluation. There were no issues with the returned device. Clinical details were not sufficient to determine root cause. Therefore, the root cause of the arrhythmia could not be determined. Added d9 device return date.